Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 venflon pro 1.8mm x 45mm experienced a damaged or open unit package/seal where sterility was compromised and catheter damage/deformation. The product defect was noted after use. The following information was provided by the initial reporter: packet was damage, cannula was affected.

Manufacturer narrative:
H.6. Investigation summary: three actual samples were received by our quality team for evaluation. The three samples were subjected to visual inspection. The returned sample 1 was subjected to visual inspection of the sealing features. Grid mark was observed on the bottom web. This shows that sealing process has been completed and the seal width pass the inspection criteria. The returned sample 2 was subjected to seal strength test. The returned samples pass the seal strength inspection criteria. No additional investigation on sample 3. The incident was verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.he manufacturing process has been reviewed. There is no abnormality during the production of the reported batch. The batch was packed by manual pack process, the operator would have detected the reported defect during the manual pack process. The reported defect could not have happened out of manufacturing plant. Based on the shipment record, the batch involved in this complaint was shipped on the air freight to bangladesh. The probable root cause for the package deformation leading to open seal could be due to product being exposed to heat during handling (transportation, storage, loading and unloading, etc.). The uneven exposure to heat and temperature gradient experienced by the product during shipment could had caused some of the unit packs to be deformed within the shelf box or case carton. The batch was also shipped to other location via land, sea and air freight but no similar complaints were received. Therefore the reported complaint could be an isolated case. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that (B)(4) venflon pro 1.8mm x 45mm experienced a damaged or open unit package/seal where sterility was compromised and catheter damage/deformation. The product defect was noted after use. The following information was provided by the initial reporter: packet was damage, cannula was affected.